Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation - customer returned one test strip, unable to test. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: (B)(4): user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 58, 72, 102, 115 and 103 mg/dl. Customer was also concerned with fasting meter to meter comparison results of 58 mg/dl using true metrix meter and 111 mg/dl using another device. The customer¿s expected am fasting blood glucose test result range is 120-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 108 mg/dl and 120 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/22/2022 and test strips were opened one month ago. The meter memory was reviewed for previous test result history: (B)(6).